Event description:
Anesthesia was attempting to do a caudle block on a patient. While cleaning up the anesthesia provider recognized the jelco IV catheter tip had a piece of the distal tip missing. The team was unable to locate it on the surgical field. They did an ultrasound and flat plate on the patient. The radiologist report stated no definitive evidence of a foreign body, although this cannot be entirely excluded by this study. An ultrasound was then completed with no catheter tip found. There were no concerns that the tip of the catheter could be in the patient.